Manufacturer narrative:
This report is submitted on april 29, 2024.

Event description:
Per the clinic, the patient experienced poor performance with the device since activation leading to non-use. The device was explanted on (B)(6) 2024, and there are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 05, 2024.